Event description:
During small bowel resection tl60 linear cutter was used and several staples did not close on the bowel. Surgeon elected to hand stitch the bowel. Ethicon representative was aware of event.